Manufacturer narrative:
(B)(4)

Event description:
It was reported during a generator change, fluoroscopy revealed a possible externalized conductor. No procedure was done to the lead. The patient condition is stable.